Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displaced essure coil (left)'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, menorrhagia, endometriosis, device dislocation and peritoneal biopsy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psychological injury"), vaginal infection ("bladder/urinary problems :vaginal infection"), vaginal discharge ("bladder/urinary problems :vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraines") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (partial),salpingectomy(unilateral) diagnostic laparoscopy, removal essure coil left and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menorrhagia, autoimmune disorder, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia. Removal planned, select reason(s) unable to afford surgery (discrepancy noted in pfs) discrepancy noted in date of removal (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): results: not provided.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: mr received: event "device dislocation", medical history, reporter information were added. Previously reported event " menorrhagia" made medically significant, intervention required due to added surgery. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psychological injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems :vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraines") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia. O removal planned, select reason(s) unable to afford surgery (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs was received. New events added-pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, back pain, menorrhagia, rash/skin condition, autoimmune disorder, psychological injury, vaginal infection, vaginal discharge, fatigue, hair loss, migraines, headaches, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.